Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.